Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during hysteroscopy, they were unable to maintain a cervical seal. As a result, there was leaking from the cervix. Follow up info received on 07/02/2009 revealed that there was no burn, no indication of overdilation, no alarms or error codes, and the cervix was patulous. The procedure was completed with a different device and there were no pt complications as a result of this event.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional info is received, a supplemental medwatch will be filed. A device history review was performed and showed all in-process and final release testing were performed in accordance with the appropriate procedures. No evidence of a manufacturing related potential cause for this type of event was found. The most probable root cause is operational context. (B) (4).